Event description:
A 64-year-old male with acute decompensated chronic cardiomyopathy, scai stage c cardiogenic shock, and extracorporeal membrane oxygenation (ECMO) as the primary means of circulatory support underwent escalation from impella cp to impella 5.5 support on (B)(6) 2026. The impella 5.5 was inserted via the right subclavian artery. At the time of insertion, an activated clotting time (act) of =250 seconds was confirmed. Contrast-enhanced computed tomography and transesophageal echocardiography (tee) demonstrated no visible thrombus. The impella 5.5 pump was started at 12:19 without issue. At 13:07, the support level was increased from p4 to p5, resulting in a pump flow of approximately 3.2 l/min. At 13:09, a "pump position: in aorta" alarm was generated. Controller data showed elevated aortic position waveforms while motor waveforms remained stable. Position assessment using tee and fluoroscopy confirmed correct device placement, with the impella 5.5 inlet located approximately 51 mm within the left ventricle from the aortic valve. The right subclavian incision was undergoing closure at the time; however, it was noted no catheter shaft manipulation that could have caused positional displacement had occurred. The device had already been secured and the protective safety pin removed. Despite confirmation of correct positioning, the "pump position: in aorta" alarm persisted and was accompanied by a rapid, sustained increase in the aortic position waveform. During the event, arterial line measurements remained stable, with systolic blood pressure approximately 70-80 mmhg and mean arterial pressure approximately 50-60 mmhg. Pump flow remained approximately 3.0 l/min and motor waveforms remained relatively stable. The condition persisted for approximately six minutes. Based on physician assessment, the impella 5.5 support level was reduced from p5 to p4 and subsequently to p3. Following reduction in support level, the aortic position waveform normalized and motor waveforms stabilized with minimal fluctuation. Pump flow remained stable. Following transfer back to the intensive care unit, no additional rapid increases in the aortic position waveform or recurrence of the "pump position: in aorta" alarm were observed. The event was reported as a single occurrence. Three days after the reported event, the patient expired while on support. The patient's death is most likely attributable to the underlying acute decompensated chronic cardiomyopathy and scai stage c cardiogenic shock requiring ECMO and impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.